Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the water tank of the sorin heater-cooler system 3t was found to be leaking during preventative maintenance. There was no patient involvement. The service representative investigated the leak and found it to be coming from a weld in the water tank where the refrigerant coil comes out of the bottom. The machine is not repairable in the field and requires replacement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Device requested for return.

Event description:
Sorin group (B)(4) received a report that the water tank of the sorin heater-cooler system 3t was found to be leaking during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
Further investigation of the event described in the initial medwatch report submitted on may 26, 2016 determined that the condition is not reportable. This medwatch report was submitted in error and has been voided.